Event description:
Customer reported the collimator needs to be calibrated. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the collimator and performed x-ray beam alignment. System operates as intended.